Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('4mm insert left in uterine wall'), device breakage ('persistence of device fragment on x-ray'), device expulsion ('right side insert found in uterine cavity'), device dislocation ('left device disappeared'), pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding'), lymphangioleiomyomatosis ('pulmonary lymphangioleiomyomatosis with airflow obstruction') and helicobacter infection ('helicobacter pylori infection') in a 37-year-old female patient who had essure (batch no. 634990) inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for metrorrhagia. Other product or product use issues identified: device use issue "use of mirena for spotting/ irregular periods" and off label use of device "use of mirena for spotting/ irregular periods". The patient's medical history included ex-smoker in 2011, allergic reaction to analgesics (propyphenazone) and allergic reaction to wasp sting (exaggerated skin reactions to wasp stings). Concurrent conditions included eczema (wearing costume jewellery). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced lymphangioleiomyomatosis (seriousness criterion hospitalization), 2 years 5 months after insertion of essure. In 2014, the patient experienced osteoporosis ("osteoporosis"). In (B)(6) 2015, the patient had mirena 52 mg inserted (intra-uterine). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced helicobacter infection (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion hospitalization), device expulsion (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("persistent spotting vaginal"), menstruation irregular ("irregular period"), pain ("generalised pain"), dermatitis allergic ("allergic reaction on skin"), gastrointestinal disorder ("allergic reaction gastrointestinal"), swelling ("swelling"), migraine ("cannot tolerate iud due to migraines") and complication of device removal ("after removal of the device, a small remnant of essure was left in the uterine wall"). The patient was treated with sirolimus, surgery (hysteroscopy for removal of right essure and lung biopsy) and observation recommended for remnant in uterine wall. Essure was removed on (B)(6) 2018. Mirena was removed in (B)(6) 2016. In 2018, the genital haemorrhage had resolved. At the time of the report, the embedded device, lymphangioleiomyomatosis and complication of device removal had not resolved, the device breakage, device dislocation, pelvic pain, helicobacter infection, menstruation irregular, pain, dermatitis allergic, gastrointestinal disorder, swelling, migraine and osteoporosis outcome was unknown and the device expulsion and vaginal haemorrhage had resolved. The reporter considered dermatitis allergic, device breakage, device dislocation, device expulsion, embedded device, gastrointestinal disorder, genital haemorrhage, helicobacter infection, menstruation irregular, migraine, osteoporosis, pain, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for complication of device removal and lymphangioleiomyomatosis with essure. The reporter provided no causality assessment for complication of device removal with mirena. The reporter considered migraine to be related to mirena. The reporter considered dermatitis allergic, device breakage, device dislocation, device expulsion, embedded device, gastrointestinal disorder, genital haemorrhage, helicobacter infection, lymphangioleiomyomatosis, menstruation irregular, osteoporosis, pain, pelvic pain, swelling and vaginal haemorrhage to be unrelated to mirena. The reporter commented: on inserting essure, 10 coils were visible inside the uterine cavity on both sides, with bilateral occlusion. The fact that the patient attributes her gastrointestinal and skin symptoms to an allergy to the device is hard to substantiate since the patient tested negative to an allergy to the components of essure: nickel, titanium, chromium and cobalt. It is difficult to associate the other non-specific symptoms experienced by the patient (swelling, allergic reaction, migraines, generalised pain) with placement of the device. There is no scientific evidence to support any association. The only symptom related to essure was excessive bleeding and persistent spotting for several years, which disappeared upon removing the device. All other symptoms cannot be scientifically linked to the device. However, it is true that a group of patients with essure have reported these symptoms: pelvic pain, headaches, tiredness, urticaria, generalised pain, tiredness. Therefore we cannot rule out a link either. Diagnostic results (normal ranges are provided in parenthesis if available): blood bicarbonate (21 - 26 mmol/l) - on (B)(6) 2012: 19.6 mmol/l. C-reactive protein (0 - 5 mg/l) - on (B)(6) 2012: 56.8 mg/l. Computerised tomogram - on (B)(6) 2012: the existence of multiple contrast-enhanced retroperitoneal and left paraaortic nodular images, of heterogeneous density, compatible with lymphadenopathies up to about 4 cm in diameter, was confirmed. Prominence of left ovarian vein which is laterally displaced. Images of the rest of the abdominal-pelvic cavity show a device in endometrial cavity of the uterus. Prominence of periuterine venous plexus; on (B)(6) 2012: conclusion: findings in retroperitoneal lymphadenopathies suggestive primarily of benign masses. However this is to be assessed in context since we cannot completely rule out the possibility of viable tumour tissue with a low affinity for 18f-fdg; on (B)(6) 2017: intrauterine device with end located in the right tube, but not in the left, with heterogeneous appearance of both the uterus and the cervix; on (B)(6) 2017: indication: essure control visualization endometrium: with right tubal occlusion device in position 1,2,3. Left device is not seen. The right device has its 2 components deployed in cavity with fragments of 12 mm and 5.4 mm. Comments: essure displaced. Magnetic resonance imaging abdominal - on (B)(6) 2018: compared with an abdominal radiograph from (B)(6) 2018. Metal density image in the right parasagittal region of the pelvis that suggests persistence of the fragment of the device. Rest of study: no significant changes. Oxygen saturation (95 - 99 %) - on 01-jan-2015: 44 %. Pco2 (35 - 45 mmhg) - on 08-jan-2012: 29.5 mmhg; on 10-jan-2012: 31 mmhg. Po2 (80 - 95 mmhg) - on 08-jan-2012: 62.2 mmhg; on 10-jan-2012: 72.5 mmhg; on 01-jan-2015: 23.5 mmhg. Physical breast examination - on (B)(6) 2013: conclusion: calcifications in superior external quadrant of the right breast birads 3; on (B)(6) 2017: pseudonodular image in the right breast without apparent changes. Smear test - on (B)(6) 2016: outcome: ascus. Lot number: 634990 manufacture date: 2009-04 expiration date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('4mm insert left in uterine wall'), device breakage ('persistence of device fragment on x-ray'), device expulsion ('right side insert found in uterine cavity'), device dislocation ('left device disappeared'), lymphangioleiomyomatosis ('pulmonary lymphangioleiomyomatosis with airflow obstruction'), pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding') and helicobacter infection ('helicobacter pylori infection') in a (B)(6) year old female patient who had essure (batch no. 634990) inserted for contraception. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system for metrorrhagia. Other product or product use issues identified: device use issue "use of mirena for spotting/ irregular periods" and off label use of device "use of mirena for spotting/ irregular periods". The patient's medical history included ex-smoker in 2011, allergic reaction to analgesics (propyphenazone) and allergic reaction to wasp sting (exaggerated skin reactions to wasp stings). Concurrent conditions included eczema (eczema on wearing costume jewellery). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced lymphangioleiomyomatosis (seriousness criterion hospitalization), 2 years 5 months after insertion of essure. In 2014, the patient experienced osteoporosis ("osteoporosis"). In (B)(6) 2015, the patient had mirena 52 mg inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced helicobacter infection (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion hospitalization), device expulsion (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and medically significant), pelvic pain (seriousness criteria hospitalization and medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("persistent spotting vaginal"), menstruation irregular ("irregular period"), pain ("generalised pain"), dermatitis allergic ("allergic reaction on skin"), gastrointestinal disorder ("allergic reaction gastrointestinal"), swelling ("swelling"), migraine ("cannot tolerate iud due to migraines") and complication of device removal ("after removal of the device, a small remnant of essure was left in the uterine wall"). The patient was treated with sirolimus, surgery (hysteroscopy for removal of right essure and lung biopsy) and observation recommended for remnant in uterine wall. Essure was removed on (B)(6) 2018. Mirena was removed in (B)(6) 2016. In 2018, the genital haemorrhage had resolved. At the time of the report, the embedded device, lymphangioleiomyomatosis and complication of device removal had not resolved, the device breakage, device expulsion, device dislocation, pelvic pain, helicobacter infection, menstruation irregular, pain, dermatitis allergic, gastrointestinal disorder, swelling, migraine and osteoporosis outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered dermatitis allergic, device breakage, device dislocation, device expulsion, embedded device, gastrointestinal disorder, genital haemorrhage, helicobacter infection, menstruation irregular, migraine, osteoporosis, pain, pelvic pain, swelling and vaginal haemorrhage to be related to essure. The reporter provided no causality assessment for complication of device removal and lymphangioleiomyomatosis with essure. The reporter provided no causality assessment for complication of device removal with mirena. The reporter considered migraine to be related to mirena. The reporter considered dermatitis allergic, device breakage, device dislocation, device expulsion, embedded device, gastrointestinal disorder, genital haemorrhage, helicobacter infection, lymphangioleiomyomatosis, menstruation irregular, osteoporosis, pain, pelvic pain, swelling and vaginal haemorrhage to be unrelated to mirena. The reporter commented: on inserting essure, 10 coils were visible inside the uterine cavity on both sides, with bilateral occlusion. The fact that the patient attributes her gastrointestinal and skin symptoms to an allergy to the device is hard to substantiate since the patient tested negative to an allergy to the components of essure: nickel, titanium, chromium and cobalt. It is difficult to associate the other non-specific symptoms experienced by the patient (swelling, allergic reaction, migraines, generalised pain) with placement of the device. There is no scientific evidence to support any association. The only symptom related to essure was excessive bleeding and persistent spotting for several years, which disappeared upon removing the device. All other symptoms cannot be scientifically linked to the device. However, it is true that a group of patients with essure have reported these symptoms: pelvic pain, headaches, tiredness, urticaria, generalised pain, tiredness. Therefore we cannot rule out a link either. Diagnostic results (normal ranges are provided in parenthesis if available): blood bicarbonate (21 - 26 mmol/l) on (B)(6) 2012: 19.6 mmol/l. C-reactive protein (0 - 5 mg/l) on (B)(6) 2012: 56.8 mg/l. Computerised tomogram on (B)(6) 2012: the existence of multiple contrast-enhanced retroperitoneal and left paraaortic nodular images, of heterogeneous density, compatible with lymphadenopathies up to about 4 cm in diameter, was confirmed. Prominence of left ovarian vein which is laterally displaced. Images of the rest of the abdominal-pelvic cavity show a device in endometrial cavity of the uterus. Prominence of periuterine venous plexus; on (B)(6) 2012: conclusion: findings in retroperitoneal lymphadenopathies suggestive primarily of benign masses. However this is to be assessed in context since we cannot completely rule out the possibility of viable tumour tissue with a low affinity for 18f-fdg; on (B)(6) 2017: intrauterine device with end located in the right tube, but not in the left, with heterogeneous appearance of both the uterus and the cervix; on (B)(6) 2017: indication: essure control visualization endometrium: with right tubal occlusion device in position 1,2,3. Left device is not seen. The right device has its 2 components deployed in cavity with fragments of 12 mm and 5.4 mm. Comments: essure displaced. Magnetic resonance imaging abdominal on (B)(6) 2018: compared with an abdominal radiograph from (B)(6) 2018. Metal density image in the right parasagittal region of the pelvis that suggests persistence of the fragment of the device. Rest of study: no significant changes. Oxygen saturation (95 - 99 %) on (B)(6) 2015: 44 %. Pco2 (35 - 45 mmhg) on (B)(6) 2012: 29.5 mmhg; on (B)(6) 2012: 31 mmhg. Po2 (80 - 95 mmhg) on (B)(6) 2012: 62.2 mmhg; on (B)(6) 2012: 72.5 mmhg; on (B)(6) 2015: 23.5 mmhg. Physical breast examination on (B)(6) 2013: conclusion: calcifications in superior external quadrant of the right breast birads 3; on (B)(6) 2017: pseudonodular image in the right breast without apparent changes. Smear test on (B)(6) 2016: outcome: ascus. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.